Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2026 and topical skin adhesive was used. Complain: hair inside the product ¿product has hair inside sterile packing area" product still not opened. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information provided: dermabond advanced 0.7ml - 6ea (anx6) : lot/batch number: 106hrr list any j&j products that were utilized during the case but did not contribute to the reported event. ## *** was there any reported patient or user harm? ## no *** was there a significant delay? ## no *** ¿ what are the patient consequences if any (delayed surgery, death, bleeding, extended hospitalization, etc.) ¿ -nothing related to the patient as item not opened yet¿ ¿ is the product available for return? Yes. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ is it possible that the foreign material fell into packaging upon opening of device? ¿ the device was not open at all¿ ¿ was the seals on the foil still intact when the package was opened? ¿no, the device was not open at all¿ ¿ was any hole, puncture, or tear found (kit carton, pre-filled syringe packaging, or tip packaging) ¿no¿ ¿ where was the hole, puncture, or tear found (kit carton, pre-filled syringe packaging, or tip packaging) ¿no¿ the device is completely sealed as received. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.